Event description:
It was reported that the customer was hospitalized for low bgs. The contact mentioned that the insulin concentration has been changed at the last set change and did not realize the concentration could be changed. The family member stated that the pump is working fine and the pt is doing ok. Instructed the contact to monitor the pump and contact the help line for any further questions or concerns.